Event description:
The 7mm jackson-pratt (jp) drain was inserted into the right vulvar region during a radical vulvectomy with bilateral node dissection, groin node dissection. On post-op day #4, the jp was removed and approximately 3" remained in the vula.on post-op day #5, the remaining portion of the jp was removed from the vulva under fluoroscopy. A 4mm incision of the right paravulvular area was made and limited blunt dissection was performed and jp was retrieved with grasping forceps.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, none or unknown, none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.